Manufacturer narrative:
The customer did not retain the lot number which determines the date of manufacture. One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. A inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air and no deformations or anomalies were observed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the tracheal tube cuff would not deflate. Patient involvement was reported. Patient received steroids for possible swelling as treatment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.